Event description:
It was reported that the device exhalation phase is not working and alarming low pressure. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the front panel bent at the top right, with the housing indicating impact has occurred to the device. Functional testing found for the cycling issue that the device cycles as intended across all settings, however the reported low pressure issue was confirmed. The root cause of the issue could not be determined, but impact damage sustained and preventive measures taken for possible intermittent problem. Replaced the dump valve as a preventative measure. Adjusted the cycle pressure, re-shaped front panel, replaced MRI battery, sintered filter, and o rings. Device passed all functional testing. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.